Event description:
Reportedly, after application the pt bled from part of the anastomosis. According to the dr, when anastomosed, although the tissue was not thick, dr could not completely confirm the green mark. Resected and used another device. Unexpected tissue loss occurred.